Manufacturer narrative:
The pump remains in use supporting the patient. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The hm3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device ¿ 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into the hospital on (B)(6) 2018 with fever, chills, increased lethargy, mild shortness of breaths, redness and tenderness at the percutaneous lead (driveline) site. The patient was started on intravenous cefepime and vancomycin. A culture of tissue from the velour section of the driveline was positive for a serratia marcescens. On (B)(6) 2018, the patient underwent an exploration and surgical debridement of the driveline. The surgical culture was positive for serratia and intravenous cefepime was continued. The patient was transitioned to oral ciprofloxacin 500 mg twice a day with plans to continue for 6 weeks. The patient was discharged home on (B)(6) 2018. No further information was provided.